Event description:
The customer reported to olympus that there was a blurry image issue while using the evis exera iii bronchovideoscope. The procedure was diagnostic and there was no patient harm associated with the event. The device was returned and evaluated, and the image was not displayed due to damage to the plug unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated; due to damage to the plug unit, the image was not displayed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although a definitive root cause of the defect could not be identified, it was determined that the charged coupled device unit and/or internal circuit board at the scope connector were broken by device handling likely led to the reported issue. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.